Event description:
On (B)(6) 2015, the drug in the pump was switched from dilaudid to saline. Since that time, the patient had lost his sense of taste and smell. Per the pump managing physician, the cause of the symptoms was drug side effects. The patient had been titrated off a low dose of dilaudid to saline. The patient outcome was reported as ¿patient not recovered, symptoms/issues ongoing¿. On (B)(6) 2015, the patient reported he was having the pump removed due to ¿issues¿ he¿s had with the pump. He had to go to the ER (emergency room) because of the pump. The patient was "scared to death" to have the pump removed. They had talked about leaving the catheter in and also taking it out. The patient also had ¿weird bruising" on his body. The patient¿s symptoms came on gradually. He wanted to know if the bruising could be caused by the battery leaking in the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).